Manufacturer narrative:
The information provided in section b5 was incorrect with the initial report. The correct information has been included with this report.

Event description:
It was reported that the insulin pump had multiple pump error alarm. The customer¿s blood glucose at the time of hospitalization due to diabetic ketoacidosis and high blood glucose was 341 and the customer¿s blood glucose at the time of incident was 499 mg/dl. The customer was able to clear the alarm and able to rewind the insulin pump. Customer performed self test and test was not passed.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. However, pump error 4 alarm and pump error 63 alarm confirmed in the device history due to broken trace on keypad assembly. Device received with end cap address label missing, scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. However, pump error 4 alarm and pump error 63 alarm confirmed in the insulin pump history due to broken trace on keypad assembly. Insulin pump received with end cap address label missing, scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on an unknown date. The customer's current blood glucose was 499 mg/dl at the time of incident, fells okay to trouble shoot and current blood glucose level was 341 mg/dl . Customer reports insulin pump system has not been in use within 48 hours of reported high blood glucose event and fill cannula was recorded in daily history. It was also reported that the insulin pump had multiple pump error. Customer was able to clear the alarm and able to complete insulin pump rewind. Customer was advised to perform a self test and test did not passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been included with this report.

Event description:
It was reported that the customer's blood glucose at the time of incident was 499 mg/dl. The harm code for the diabetic ketoacidosis has been added.